Event description:
Subsequent to the initial medwatch report, additional reported information indicates that while performing four separate injection procedures (1000 psi), the open end of the rhvs did not connect properly to the stopcock. Due to the poor connection, the rhvs leak due to the improper seal. The physician believes that the issue is related to the rhv y-connector. Abbott return goods preliminary analysis found that one of the rhv rotators were separated. Additional reported information indicates that the rotator separations occurred after the procedure due to cath lab staff handling. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported loose connection and leak were not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted the rhv instructions for use (IFU) states: the rotating hemostatic valve should not undergo pressure greater than 400 psi. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that four rotating hemostatic valves leaked during the procedure while using a power injector. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional 3 rotating hemostatic valves referenced, are being filed under separate manufacturing report numbers. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.